Manufacturer narrative:
419488 lead implanted: (B)(6) 2010, 7120 lead implanted: (B)(6) 2010. Continued: other - non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients cardiac resynchronization therapy defibrillator (crt-d) would detect an atrial tachycardia (at) / atrial fibrillation (af) event and prematurely mark the event as terminated. It was noted this was relative to a non-programmable cross-chamber blanking period of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.